Manufacturer narrative:
Corrected data: b7- in initial MDR should be corrected to progressive myopia. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicmo13.2, -14.00 diopter, implantable collamer lens, was implanted into the patients left eye (os) on (B)(6) 2020. Excessive vault and significant reduction of irido-corneal angles was observed. In the reporter opinion the device is the cause of this event " bigger lens size than the needed for the patient." Lens remains implanted, "asymptomatic" reported for status of the eye. If additional information is received a supplemental medwatch report will be submitted.